Event description:
It was reported that after a laparoscopic colon procedure, the device staples did not form properly. There was bleeding after the operation. The pt had a reoperation. The case was completed with a similar device.